Event description:
It was reported that unspecified alarm occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem was identified as a low drain alarm. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. The reported condition of numerous alarms was identified. A visual inspection was performed with no issues noted. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.